Event description:
It was reported that a foreign material was present in the device. During restock, an encore 26 device was found contaminated - with 2 hairs visible within the sealed, unopened package. There was no patient involvement, and the device was not used in any procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for product analysis. Visual inspection of the device revealed foreign material (hair) inside the sealed device packaging of the encore device. The media attached to the parent record shows a foreign material inside the sealed device packaging of the encore device.

Event description:
It was reported that a foreign material was present in the device. During restock, an encore 26 device was found contaminated - with 2 hairs visible within the sealed, unopened package. There was no patient involvement, and the device was not used in any procedure.